Manufacturer narrative:
The device was returned to olympus for inspection. Olympus was able to confirm the customer failure "play in angulation". Olympus was not able to confirm the customer failure "error code b30". A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: jet/channel was clogged, also air/water channel and cylinder had white foreign material. Which traced to failure to follow instructions by the customer. The event can be prevented by following the instructions for use which state: the cause of the malfunction resulted due to the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with the reprocess instructions. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited air/water cylinder and channel had white foreign body, and jet/channel was clogged. There was no patient involvement.